Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a defective black power cable on their backup controller which was not used since receiving it. The power cable was broken off under the bend relief and some conductors were visible. The clinic provided a new backup controller to the patient from the internal stock. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power lead was confirmed. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 2 days (B)(6) 2020 per time stamp). The events occurring on (B)(6) 2020 took place during lab testing at abbott. There were no events active in the log file related to the reported event. The system controller underwent preliminary and functional testing and functioned as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The observed damaged to the black power lead did not affect the controller¿s ability to operate as intended. The black power lead was further investigated. The cable underwent a current leakage and resistance test and performed as intended. The cable was stripped and there was no damage to the underlying wires. Under the strain relief, the silicone cable jacket was found to end which exposed the underlying thin plastic layer. The thin plastic layer had thinned away exposing the wires; however, this did not affect the controller¿s ability to function as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. There was an incidental finding of dim led, atypical power cable disconnect alarms. The device history records were reviewed for the system controller and the system controller was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.